Manufacturer narrative:
The case description states that the user's pdm heats up. The pdm was able to power on with the returned battery. The device was plugged in during investigation and did not overheat at any time. Inspection of the returned pdm found no bulges or swelling in the battery. Inspection of the android log files downloaded from the pdm showed no evidence of the pdm overheating. The battery temperature information in the logs showed that the battery temperature remained within the operating temperature specification during use. No abnormal spikes in temperature were observed and no abnormalities were observed in the logs that would result in the pdm overheating. During the investigation, the pdm was paired with an unused pod, delivered a 5u bolus, and deactivated the pod with no issues. The pdm was not felt to get hot during the investigation. No problems were found with the device.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Patient reports for the last month the omnipod dash controller temperature increases so much that they can no longer keep it in their pocket. The customer confirmed the device temperature always returns to normal and continues to function. The physical device remains in use and will not be returned for investigation. This event is not related to capa000037 because there is no evidence of thermal runaway, and the device remains functional.